Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider an implantable neurostimulator. The reason for call was representative states the patient turned their device off in 2024 for an MRI and never turned it back on. Pt called back and mentioned they had stopped using their scs in 2024 because the therapy was not working for them. Pt said the therapy was not beneficial and reps came to reprogram 4 times, but the therapy was never helpful. Pt got x-ray and met with hcp and hcp said the lead had been placed in the incorrect location. Pt turned stimulator off and never charged it. Pt now needed MRI and pt called to get some help charging the ins.  Confirmed controller was charging. Tss suggested the pt charge the controller until 100% and then charge the ins. Pt will call back if further assistance is needed.